Event description:
It was reported that the mapping catheter, once advanced through the end of a mobicath sheath, does not retract back through the end of the sheath as it is transseptal. When the physician pulls back on the catheter handle, there is pressure, and when the catheter handle is released, the sheath pulls back in. The procedure was completed with a different catheter and sheath. There was no injury to the pt.